Event description:
Per the clinic, the device was explanted on (B)(6)2023 due to an infection at implant site. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 11, 2023.